Event description:
A pixel issue on the pump display was reported rendering the screen unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was to use multiple daily injections as a backup therapy.